Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 98 mg/dl. Customer had rolled over his pump with a creeper getting under a truck. Customer could not clear the button error alarm. Customer stated that the pump fell about 2 inches out of his pocket. Customer declined to troubleshoot since the pump was dropped and had a frozen display on the screen. Customer stated that he had removed the battery from the pump to make sure the display was frozen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.